Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the customer did not use the air water channel cleaning adapter at pre-cleaning, which was a required step in the process. The ess explained the importance of using the adapter and provided the customer with instructions on how to use it. The customer understood the importance and agreed the adapter would be used during pre-cleaning. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer was made aware that they will have to contact the manufacturer of the products for their instructions and guidelines. The customer provided a return demonstration. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested an annual reprocessing in-service for evis exera ii duodenovideoscopes, evis exera iii gastrointestinal videoscopes, and evis exera ii ultrasound gastrovideoscopes. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scopes were being reprocessed incorrectly. No patient involvement was reported. This complaint is related to patient identifiers: (B)(6) (model # tjf-q180v, evis exera ii duodenovideoscope). (B)(6) (model # gif-hq190, evis exera iii gastrointestinal videoscope).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this event was caused by the user not following instructions. The subject device's instructions for use provide direction for using the aw channel cleaning adapter when cleaning bedside. The event can be prevented by following "chapter 6 compatible reprocessing methods and chemical agents" and "chapter 7 cleaning, disinfection, and sterilization procedures."